Event description:
A baxter service specialist contacted baxter's product surveillance dept to report a cassett leak. The service specialist was delivering product when a home pt reported a hole was detected in the cassette line. The home pt taped over the hole and continued treatment. Product surveillance placed a follow-up calll to the home pt on 6/27/06. The home pt reported the hole was detected in an unused supply line during priming. No alarm was received. The supply line was clamped when the leak was noted. The home pt stated she applied another clamp to the line, used a band-aid type of tape to cover the hole, and continued on with therapy. The home pt stated this was her last ccassette, so she had to use it. No sharp objects are used to open the carton or overpouch. There are no animals in the house. Lot number info could not be obtained because the home pt burned the carton. No pt injury or medical intervention was associated with this report per the home pt.

Manufacturer narrative:
Baxter's product surveillance dept has reviewed proper procedure with the home pt.